Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2013, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the healthcare provider via a company representative, who reported that the patient had been experiencing intermittent drug withdrawal over the past few months. It was determined, that the symptoms were not attributed to anything specific. There was no known issue of a reservoir discrepancy either. It was unknown, if there were any external factors that contributed to the issue and no diagnostics/troubleshooting were performed. A revision was performed where the catheter was explanted and replaced. The issue was resolved, at the time of the report. And the catheter will be returned for analysis. The patient's weight and medical history were asked, but unknown. The patient was receiving 25 mg/ml of morphine at 10.9 mg/day.

Event description:
Additional information was received from the patient and the patient¿s managing physician¿s assistant via the company representative who reported that the patient had been feeling better the past few days and she stated that she had no other information to provide regarding her symptoms after the catheter replacement procedure in (B)(6) 2021 other than what she had already reported. A thoracic CT scan was performed when she reported the issue and it showed that the catheter was still in the intrathecal space. The pump logs looked normal with no alarms. The cause of the post-op symptoms was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the cause of the patient seeing the pa (patient activation) disabled message on the ptm (personal therapy manager) was that the physician had turned the ptm off. It was also reported that it was unknown if the catheter replacement resolved the withdrawal symptoms.

Event description:
Additional information was received from a consumer indicated the reason for symptoms reported was that the catheter was clogged and states the catheter was ¿22 years old¿. As previously reported, the hcp replaced the catheter in the morning and "that evening I came down with the shingles and I was doing a lot of contorting and twisting from the pain. Since I've been home from the hospital for the past month, I've been feeling like I've been going through withdrawal." The patient inquired if it was possible that the writhing could have caused the catheter to kink. Recommended the patient follow-up with the hcp to discuss options.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: a820, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) regarding a patient who was receiving morphine (unknown concentration or dose) via implantable infusion pump. It was reported that the patient's pump has not been working since (B)(6) 2021 and the patient has been in the hospital the past couple days due to withdrawal symptoms. The patient stated that their healthcare provider (hcp) was going to get in contact with the company representative for assistance checking the pump. The patient additionally reported having their ptm since (B)(6) 2020 but the hcp never set it up. The patient asked for assistance using the equipment stating that the ptm was prompting for "authorization code". Patient services assisted the patient to access ptm application and connect equipment and the patient got the message that their bolus was disabled. Ptm message screen was reviewed and the patient was redirected to their hcp for further assistance.